Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd facslyric¿ that there was erroneous results. The following information was provided by the initial reporter: an erroneous result was reported to the clinicians. The clinician discovered the error and asked the lab to check the data. When opening the file again, the data is correct. This could potentially have led to wrong treatment of the patient. Just to clarify: there is not anything wrong with the instrument, this is a software issue/programming issue that I¿ve reported. Sorry if I haven¿t made that clear in the pir.

Manufacturer narrative:
H.6 investigation summary bd acknowledges the customer¿s experience in facsuite v1.5 regarding the events for a population in auto-exported pdf report is not matching the events displayed in the application, reported by the customer on material # 663029 with serial # (B)(6) and sw facsuite v1.5. A review of the data provided by the customer was completed and a defect bug has been raised for the issue. Based on the investigation results, the reported issue was confirmed. Investigation showed that while the system was in the process of calculating results, there will be a wait cursor. User should wait until the cursor disappears and then click on e-sign and approve buttons to avoid the defect observed by the customer. The defect will be prioritized and fixed in the later facsuite release. Though erroneous result was reported to the clinician, the patient was not treated based on the incorrect result. Customer bd is continually monitoring complaints received for this device and reported issues to identify emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd facslyric¿ that there was erroneous results. The following information was provided by the initial reporter: an erroneous result was reported to the clinicians. The clinician discovered the error and asked the lab to check the data. When opening the file again, the data is correct. This could potentially have led to wrong treatment of the patient. Just to clarify: there is not anything wrong with the instrument, this is a software issue/programming issue that I¿ve reported. Sorry if I haven¿t made that clear in the pir.

Event description:
It was reported that while using the bd facslyric¿ that there was erroneous results. The following information was provided by the initial reporter: an erroneous result was reported to the clinicians. The clinician discovered the error and asked the lab to check the data. When opening the file again, the data is correct. This could potentially have led to wrong treatment of the patient. Just to clarify: there is not anything wrong with the instrument, this is a software issue/programming issue that I¿ve reported. Sorry if I haven¿t made that clear in the pir.

Manufacturer narrative:
H.6 investigation summary: scope of issue: the customer complains that the events for a population in auto exported pdf report is not matching the events displayed in the application. Problem statement: the customer reported complaint on 07th feb 2023 that an erroneous result was reported to the clinicians. The customer (immunologiska laboratoriet) observed an issue with erroneous result in the exported pdf report after approving the entry. Investigation summary: complaint history review: there are 3 complaints related to the reported complaints from 07feb2022 to date 07feb2023 reference azure or edms defect#: azure defect bug 419223:( (pr(B)(4)) erroneous result from facsuite v1.5 software reported to the clinicians) was initiated to address the reported issue on the software. Risk review: risk management file part # 10000063058ra, risk analysis facslyric ivd, rev. 8 was reviewed. Hazard(s) identified? No. If no (to above), what actions will be taken? : ecr # 500000314385 has been initiated to add the defect related to this issue. Potential cause: investigation showed that while the system was in the process of calculating results, there will be a wait cursor. User should wait until the cursor disappears and then click on e-sign and approve buttons to avoid the issue observed. Based on the investigation results, the potential cause was user clicking the e-sign and approval button immediately while computation was in progress after altering the gate region. Detailed root cause has been added to the azure defect 419223. Conclusion: though erroneous result was reported to clinicians, patient was not treated based on the incorrect results. Based on the investigation results, complaint was confirmed. Defect bug has been created for the issue. It will be prioritized and fixed in the later facsuite release. H3 other text : see h.10.